Event description:
It was reported that stent damage and catheter removal difficulty occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00mm x 24mm promus premier stent was advanced but was unable to cross the lesion. Upon removal of the device, it was noticed that the proximal edge of the stent was lifted. The 3.00mm x 24mm promus premier stent was unable to be withdrawn back to the unspecified guide catheter. The stent was then snared out of the body. The procedure was completed with a different device. No patient complications were reported and there was no harm to the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).